Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the open liver resection, four to five reloads fired without issue but when resecting the liver with a stapler and were on the last reload and firing of the stapler, the stapler cut but did not staple. The patient had blood loss of 500cc or more and had to undergo a massive blood transfusion. Surgical time was extended for 30 minutes or more. Managed to stop the liver from bleeding and patient was eventually transferred to recovery and became stable, however, patient's hospitalization was extended.

Manufacturer narrative:
H6 patient codes - e2402 (extended or time) d10 concomitant product/s: egiaustnd egiaustnd endogia ultra univ std stap lot/serial #:unk. Additional information: b2, b5, g3, h1, h6 new information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the open liver resection, 4 to 5 reloads fired without issue, but when resecting the right hepatic vein on the cava with last reload and firing of the stapler, the stapler cut but did not staple. There was torrential bleeding as soon as the stapler was taken out. Essentially, this was a hole in the right ventricle (or immediately below it). The patient had blood loss of 500cc or more and had to undergo a massive blood transfusion. Had to stop several times so anesthesia could keep up and avoid pulseless electrical activity (pea) arrest. Surgical time was extended for 30 minutes or more. Managed to stop the liver from bleeding by over sewing the hole with a suture and patient was eventually transferred to recovery. Patient¿s hospitalization was extended and was in the intensive care unit (ICU) intubated, almost off pressors, on dialysis, had thrombosis of inferior vena cava (ivc) post operatively with thrombectomy done. The patient died.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the staples did not deploy from the stapler after the handle was squeezed and unexpected bleeding occurred along the staple line. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the open liver resection, 4 to 5 reloads fired without issue but when resecting the right hepatic vein on the cava with last reload and firing of the stapler, the stapler cut but did not staple. There was torrential bleeding as soon as the stapler was taken out. Essentially this was a hole in the right ventricle (or immediately below it). The patient had blood loss of 500cc or more and had to undergo a massive blood transfusion. Had to stop several times so anesthesia could keep up and avoid pulseless electrical activity (pea) arrest. Surgical time was extended for 30 minutes or more. Managed to stop the liver from bleeding by over sewing the hole with a suture and patient was eventually transferred to recovery. Patient hospitalization was extended and is still in the intensive care unit (ICU) intubated, almost off pressors, now on dialysis, had thrombosis of inferior vena c ava (ivc) post operatively with thrombectomy done.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10. Concomitant prod: egiaustnd (egiaustnd endogia ultra univ std stap, lot number: unknown) additional information: b3, d9, d10, g1, g3. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.